Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was a venotomy closure of the left common femoral vein using the pre-close technique via a small-bore sheath hole prior to an interventional pulsed field ablation (pfa) procedure. Reportedly, a cuff miss [suture retrieval issue] occurred with two prostyle devices. The physician proceeded with two more prostyle devices. However, when the devices were removed, the sutures completely came out of the device. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 17f sheath, and the pfa procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. In this case, it is likely that interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 - device available for evaluation: updated from yes to no.